Event description:
Ous MDR - after implantation of approx. 34 months during a follow-up eos status was noted. The device was explanted and replaced due to observed damage.

Manufacturer narrative:
The returned ICD and the lead underwent an extensive analysis after they were received. The lead was visually inspected. It showed fractured insulation 13 cm distal of the df4 connector pin, as mentioned in the complaint text. At this site, the inner conductor helix was kinked, and bleeding into the lead could be detected. The position and kind of the damage speak for massive mechanical stress of the lead due to interaction with the generator housing. In addition, a lead fixation sheath, fastened to the lead body with 3 ligature threads was found about 19 cm distal of the df4 connector pin. After removal, clear constrictions could be detected at the lead body. However, the insulation was intact in this area. A deformed helix could also be detected, which is probably a result of the extraction. The ICD first underwent a status interrogation, during which the device status eos could be confirmed. The ICD was implanted over a period of 34 months, and 13 charge processes had been documented. In a next step, the eos status was reset with a technical programmer, and the device then showed the state bos. The battery voltage of 3.12 v indicates a charged battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the current uptake proved to be unremarkable. There were no indications of a malfunction of the ICD. The device data were then analyzed. During the check of the available iegms, interference signals were seen in the far-field and, partially, in the ventricular channel during the episode 1 on (B)(6) 2018 at 11:54 a.m. It was also found that the battery status eos was detected on the same day at 11:55 a.m. During an aborted charge process. The frequency and morphology of the sensed interference signals, as well as the eos detection, during the charge process on (B)(6) 2018 indicate the influence of a strong external magnetic field, such as it is used, for instance, during magnetic resonance tomography. Interference signals sensed during a magnetic resonance tomography can lead to tachycardia detection with a subsequent charge process. Under the influence of the strong magnetic field and depending on its directions and strength, saturation of the high-voltage transformer can occur. During a charge process, this leads to a temporary drop of the battery voltage below the eos limit, which can result in the observed eos state. This is not a malfunction of the ICD.